Event description:
It was reported that during an unknown procedure the staples were malformed after first firing. Changed to another one but still had same problem. The surgeon changed to hand sewing to complete the procedure. No adverse patient consequences reported. Device was discarded as patient had infectious disease.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Lobe of lung. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st and 2nd. What other color cartridges were used before and after this event? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Across. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. The surgeon pressed the release buttons many times and finally opened it. Is there any other additional information you would like to share about this device or procedure? No. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.